Event description:
The lay user/ patient contacted lifescan alleging that the product was prompting the error 2 message. At the time of troubleshooting, it was verified that the patient was using the proper testing technique to test the meter with and the condition of the test strips were good. This was not a new out of box product. The issue was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.